Event description:
It was reported during in clinic follow up that implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing due to functional undersensing. The device will continue to be monitored. The patient was stable and asymptomatic.